Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 24 mmol/l. The customer treated with insulin pump. The customer reported that the insulin pump received insulin flow block alarm. The insulin pump will not be returned for analysis.